Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: 1.2 micron filter was occluded/clogged upon initial priming, did not reach patient.

Manufacturer narrative:
H6: investigation summary one sample (model #10012866) was returned for investigation. It was reported that the was occluded upon initial priming. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set which was attached to an IV bag filled with 85% glycerin / 15% water solution, and allowed to prime using gravity. The set was successfully primed. No occlusions were observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed on model 10012866 because a lot number is unknown.

Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: 1.2micron filter was occluded/clogged upon initial priming, did not reach patient.